Event description:
The patient's generator was explanted and replaced. Per the hospital the surgery took place at, the site discards all explants. The doctor does not know how the seizures relate to the pre-vns baseline. The doctor believes the increased seizures are due to low vns battery. The doctor was unaware of external factors contributing to the increase.

Event description:
The patient experienced an increase in seizures and her medication and vns settings were adjusted in response. No known surgical intervention has occurred to date. No other relevant information has been received to date.